Manufacturer narrative:
(B)(4).

Event description:
The dentist reported two months after the dental implant was installed in intraoral region #3, it was verified its loss of osseointegration. 10-15ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type IV), and bone graft was executed.